Manufacturer narrative:
Result of investigation: failure analysis: received vela main, visually inspected part. Installed in known good unit. Events log recorded multiple xdcr faults. Circ press transducer test failed. Exhl press calibration failed. Findings/root-cause: transducer faults are known issues and were addressed with an internal investigation.

Manufacturer narrative:
Carefusion complaint #:(B)(4). If the additional information becomes available, it will be submitted in a follow up report. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. It is unknown if there was patient involvement. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator that they had "high pip" (high peak inspiratory pressure) and "high peep" (high positive end-expiratory pressure) alarms, along with a loud noise coming from the exhalation valve. They replaced the exhalation valve but it did not resolve the issue. The customer has not stated if there was patient involvement or not, so it is unknown at this time.